Manufacturer narrative:
A reprocessing in-service with staff was performed. During in-service, customer informed the endoscopy support specialist (ess)that they use bw-400v instead of bw-400b for the bf-uc180f. All models reviewed during the in-service, which included the cleaning and disinfecting information. Recommended customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. No further information was reported.

Event description:
The customer reported to olympus that a reprocessing in-service was needed. There was no patient injury reported.

Manufacturer narrative:
The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to improper handling by the user. Based on the available information, it was confirmed that the reprocessing was performed by use of bw-400v in place of bm-400b which was specified in instructions for use. Therefore, it is inferred that the reprocessing was not performed appropriately. According to the product standard, bw-400b is different only in the length of its wire from bw-400v. However, it is recommended to perform the reprocessing procedure by use of the instrument specified in IFU.